Event description:
The rptr states doing a meter to hcp meter comparison test during treatment for an injury. While at the hosp ER, a blood glucose test was done using their meter, with a result of 129 mg/dl. Rptr was treated for the injury with lasik, and was given a tetanus shot. No symptoms related to blood glucose were reported. One hour later, when rptr returned home, a blood glucose test on rptr's meter had a result of 300 mg/dl. Rptr stated that rptr had checked the confirmation dot for enough blood. A control solution test could not be done due to unavailability of supplies. No harm was alleged.